Event description:
The patient reported that their v-go 20 device fell off over the weekend. The device was reported to be available for return to the manufacturer for evaluation. However, to date has not been received.